Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a deflation on an unknown side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Additionally healthcare professional confirmed left side deflation and reported "significant capsular contracture" baker grade unknown.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius leak test and microscopic analysis was performed which identified: striated opening on radius, wear abrasion and creases fold. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool.